Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported that the patient was over 18 years. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4). The physician who explanted the device is dr. (B)(6).

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted on (B)(6) 2013. According to the complainant, the patient experienced pelvic and vaginal pain shortly after it was implanted. The sling was removed on (B)(6) 2014. The patient's current condition was reported to be fine and pain has resolved.